Manufacturer narrative:
Investigation summary: bd received 11 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for 'underfill and tube push off' with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill and tube push off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had a low draw issue and tube push off.